Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry. A memory dump could not be performed due to the lack of telemetry. A visual inspection of the device header and case noted no anomalies. The device case was removed and an external power source was connected to the device which confirmed the current drain was appropriate. Analysis of the memory dumps previously submitted confirmed the tones and lack of egram storage had been resolved with troubleshooting in the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had emitted beeping tones for approximately four days. Attempts to retrieve the arrhythmia logbook were unsuccessful and a message was displayed indicating no real time egrams were available. Additionally, manual capacitor reformations were taking longer then expected. A memory dump was performed and was sent for analysis. Review of the memory dump revealed the device had recorded numerous resets and the egram section of memory had been corrupted. In clinic, troubleshooting was performed by turning the patient triggered monitor (ptm) on and then off. A manual capacitor reformation was then performed and successfully completed. Additionally, a commanded anti-tachycardia pacing (atp) episode was performed and the episode was successfully stored. An additional memory dump was performed and analyzed. Analysis found the troubleshooting performed resolved the resets and tones. Additionally, it was confirmed that tachycardia therapy was available following troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.